Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 32056. The system passed all required tests. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 32056 points to axes controller, arm (aca) in usm4 failed to initialize.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that universal surgical manipulator (usm4) faulted with recoverable error 32056. The customer restarted the system three times with no change. The intuitive tech support engineer (tse) walked the customer through a hard power cycle, with no change. The customer was unsure if they could proceed with three usms, or if they would swap out the patient side cart (pca). There was no additional information provided. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system log, the 32056 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm4) was installed onto a patient side cart (psc) fixture test platform (pftp) where pitch searchlight assembly was found to be failing on the automatic gail control (agc) current test. Once testing was completed, the pitch searchlight assembly was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a communication issue within the usm due to a faulty pitch searchlight assembly. This issue may be resolved by fse service of the system to replace the usm.